Event description:
It was reported that the lead was not sensing and not capturing. It was also indicated that there were high thresholds and low impedance. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.